Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora rx balloon catheter, inflation and deflation difficulties were encountered. Angioplasty was performed on a patient with acute myocardial infarction (ami). The device was inspected prior to use with no issues noted. There were no difficulties removing the stylet. The dilution of contrast/saline used was 50% physiological saline and 50% contrast. The euphora balloon was used in the right coronary artery (rca) following pre-dilation with a 1.5x15mm unknown semi-compliant balloon. The euphora balloon did not open when inflated to 6atm. The balloon was inflated to 8atm and the vessel opened to 2.55mm. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. Upon attempting to deflate the balloon at the lesion site, deflation was unsuccessful despite multiple attempts. An unsuccessful attempt was made to puncture the balloon with a microcatheter. The patient then experienced pain which was managed with fentanyl. A third balloon was introduced alongside the stuck euphora balloon, which advanced laterally allowing the artery to open and the euphora balloon to be released. A 2.5x30mm resolute onyx stent was then placed in the culprit vessel. The patient developed a vagal reaction with bradycardia, which was treated with atropine and responded well. The patient was stabilized, pain-free, and transferred to the intensive care unit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was later confirmed that after evaluating the coronary arteries, it was determined that angioplasty of the left anterior descending artery (lad) was needed. The balloon was used in the lad not the rca as previously reported. Product analysis: the device was returned for evaluation. Upon return of the device, the balloon was observed to be inflated. Contrast was visible within the balloon. The proximal balloon bond and inflation lumen showed evidence of necking. Due to the condition of the proximal bond and inflation lumen, deflation testing could not be performed. Deformation was evident to the tip. No other deformation evident on the remainder of the device. Correction: a 2.5x30mm resolute onyx stent was successfully implanted in the culprit vessel with no technical or clinical issues noted. Subsequent monitoring in the ICU included an echocardiogram. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was calcified with critical stenosis. The lesion was predilated 4 times for 10 seconds with and 1.5mm euphora balloon. The patient experienced chest pain during the initial predilation. There were no issues reported for this balloon, the balloon deflated successfully after each inflation the same inflator was used with the 2.50mm sc balloon and the same 50% mixture of contrast and solution previously used was also used. Correction: the patient presented with with acute myocardial infarction (ami) with anteroseptal elevation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was not moved or repositioned while inflated. An unsuccessful attempt was made to puncture the balloon with a non-medtronic microcatheter. The device caused or contributed to the patient's pain symptoms. A third balloon which was a medtronic device was introduced alongside the stuck euphora balloon and advanced laterally allowing the artery to open and the euphora balloon to be released. There was no issue with this device. The vagal reaction was detailed as sustained bradycardia, hypotension, diaphoresis, and nausea. It was believed that the stuck euphora balloon probably caused or contributed to the patient's symptoms of vagal reaction and bradycardia whilst it was believed that a vagotonic response following more than 18 minutes of persistent ischemia, with angina, and after receiving 90 mcg of fentanyl had several potential causes. The same inflation device used with the stuck euphora was used successfully with a 1.50mm euphora balloon on several occasions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.